Event description:
Report received from the united states indicating that the device will not secure the attachment. It is known the device was not used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. Ref: (B)(4).